Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead got dislodged. Additional information obtained from the field representative indicates that dislodgment was found during wound check up about 2 weeks after lead was implanted as the ra lead had no capture. This was confirmed via x-ray. The physician then explanted this lead and a new lead was successfully implanted. No additional adverse patient effects were reported.